Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported event. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event log showed no evidence of the reported problem. Further investigation was performed; three separate delivery accuracy tests were performed. The pump was slightly over delivering but within the published +/-6 percent specification. Recommend that the pumps expulsor be trimmed in order to bring the delivery into more nominal of a range.

Event description:
Information was received regarding a cadd solis vip pump. It was reported the device showed that infusion was complete, but it was not actually complete. Infusion ended early. There was no patient injury.